Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon of ¿no light (bulb out)¿ was not reproduced, and a root cause could not be identified. It was found that the lamp turned on normally without any evidence of burning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bulb from the visera elite xenon light source is burned out and does not light. The issue was found during preparation for use. It was reported that there was no patient impact or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of burnt bulb that would not light was not confirmed as the lamp turned on normally. The device evaluation found the olympus lamp life meter was reading over 500+hours, unstable output lamp life is expired. A worn out scope socket was also found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.